Event description:
Ambulance personnel were treating a pt and attempted to defibrillate the pt. Reportedly the device displayed a low battery message and the battery was replaced. The reporter made a second attempt to defibrillate and the device allegedly reset itself when the reporter attempted to charge the device to 200 joules. The reporter attempted to charge the device a total of three times with the same results. A back up device was obtained and treatment was continued. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported malfunction.